Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-01381. It was reported high impedance was found on one of the patient's leads. It was later determined that the lead was fractured. Effective therapy remained present. Due to the patient having to undergo an MRI for an unrelated health issue, the doctor decided to explant and replace the fractured lead to address the issue. Note: both of the patient's leads are being reported because it is unknown which device was liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-01381.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-01381.